Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to low blood glucose. Blood glucose at the time of the admission was 18 mg/dl. The customer was unsure of how she was treated due to her being passed out. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.